Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one customer sample was received for evaluation. Photo inspection of the returned customer sample identified severed tubing. The root cause was misaligned front and rear barrels leading to damaged parts allowing for the barrels to become separated upon activation. Conclusion: as this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that upon activating the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter the wingset broke apart, causing the needle to fly back. No innjury or medical intervention was reported.